Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl indicating that the device cannot turn on. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to a component failure. The issue was resolved by replacing the battery and the product is back in service.